Manufacturer narrative:
Device breakage not listed in IFU. Corrected data from user facility report. Catheter materials are subject to an incoming quality control (iqc) tensile test. The 100% verification that the surface of the catheter is free of damage and excessive bumps or roughness. The 100% confirmation that distal tip/endhole does not have any splits, nicks or damage. Appropriate design controls activities have been completed. Label contains graphical symbols requiring storage in a dark, dry and cool location. The instructions for use (IFU) booklet contains info on proper usage and maintenance. The complaint device was not returned, thus we cannot determine the root cause of the separation and subsequent leakage. It is hypothesize that the catheter was exposed to excessive force, but it cannot be confirmed. We will continue to monitor for similar complaints. The appropriate personnel have been notified. Based on qera, the risk is considered acceptable and further risk reduction activities are not required.

Event description:
The area around the wrist arterial line was infiltrated. The rn attempted to stop pressure bag of heparinized saline and discontinue the line. The sutures were cut and the dressing was removed. The catheter slipped out and it was noted that the catheter was nipped only with the white plastic base left. The remaining catheter was retained in the body and required surgical removal. Pt outcome is unk as not provided by the rptr.